Event description:
Information received by medtronic indicated that the insulin pump had crack at side of the case of the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube where a cracked battery tube was noted by visual inspection.